Event description:
#Medwatcher #(B)(4). I had only two periods since the essure was inserted in 2015. I have experienced hot flashes, stroke-like symptoms, migraines and no periods since it was inserted.